Event description:
It was reported that the physician was having trouble performing diagnostics on several pts. The device would interrogate, but would not complete diagnostics or programming. It was initially thought that the wand was the cause and the wand was replaced. When the wand was returned to the manufacturer and underwent analysis, the wand battery was dead, but no anomalies were noted. Further info revealed that the physician was still having problems with the old handheld even though they had a new wand. Manufacturer representative performed troubleshooting, but the problem persisted. Representative stated the handheld was freezing on the "interrogation successful" screen. The handheld was replaced and sent back to the manufacturer, but analysis is pending.